Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis revealed that the allegation against the programmer was confirmed. Programmer was booted up to black screen with no backlight on. The inverter was shorted out on lower half and was replaced. The inverter cover and light crystal display (lcd) cover were found to be melted and were also replaced. The programmer passed all functional incoming tests.

Event description:
Boston scientific received information that after programmer upgrade, the screen started flickering and black out in the middle of the interrogation. The programmer was powered up but the screen was totally black. This programmer was sent back to the laboratory. No adverse patient effects were reported.

Manufacturer narrative:
The device manufacture date for this product is august 31, 2005.

Event description:
--